Event description:
It was reported that the patient has been experiencing problems with this penile prosthesis, as it was said that the device would only inflate to 50%. The patient went to office consultation and the physician told the patient to wait for more healing; however, the physician stated that a device evaluation and additional pump training could be necessary. There were no patient complications reported.